Manufacturer narrative:
The device was not returned for evaluation. It was reported that the device was explanted and discarded by the facility and is therefore unavailable for return to the manufacturer. Should additional information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient noted as high-risk percutaneous coronary intervention (hrpci) was implanted with an impella cp device for mechanical circulatory support. During the hrpci, it was reported that the pump abruptly stopped pumping. The medical team was able to restart the pump without issue and completed the case. The pump was weaned and explanted following the procedure. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. The patient's outcome at the time of explant was survived.